Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose. Customer was hospitalized on (B)(6) 2015 with a blood glucose over 400 mg/dl. Customer had changed her infusion set and started to feel chills. Customer laid down and began vomiting. Customer was put on an insulin drip and had 2 heart attacks at the hospital. Customer was stable and released 5 days later. Customer was wearing the pump at the time. Customer started having high blood glucose today. Customer changed the set and her blood glucose was 1,500 mg/dl at the time of the incident. Customer's current blood glucose was 347 mg/dl. Customer had symptoms such as nausea and feeling tired. Troubleshooting was performed and the pump passed the high pressure test. Customer was advised to monitor the issue.